Manufacturer narrative:
One sample was received for analysis and the reported issue was confirmed. A visual inspection was conducted and it was observed the tube is missing the 15mm connector although the component was received. A dimensional test was performed the mark of insertion of the 15mm connector was measured 3/8, this reading is within specification. No damage was observed in the proximal end of the tube, inner diameter of the tube reading was within specification. The size 8.0 connector distal end diameter was measured and this reading was within specification. Manufacturing controls are in place to detect missing or damaged product and to reduce the potential for occurrence during the manufacturing process. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that when the package was opened, the nurse found the connector was detached from the main body. There was no patient involvement.